Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was displaying dashes across the screen when inserting a test strip. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 8:30 p.m. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient stated that immediately after the alleged issue started she had consumed more food and/or drink then in her normal diabetes management. The patient claimed that a few hours after the alleged issue began she became "sweaty." However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca alleged issue was not resolved. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed a symptom suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.